Event description:
During index procedure the patient had two endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal and distal circumflex. Approximately 14 months post index procedure, patient expired suddenly. The investigator indicated that the reported event was not related to the study device and procedure. Reference MFR report number 9612164201101315.

Manufacturer narrative:
(B)(4). Results - (death), (no device received for evaluation).

Manufacturer narrative:
The investigator assessed the previously reported death to be a sudden cardiac death due to acute myocardial infraction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.